Event description:
A report was received that the patient had a suspected possible cellulitis at the ipg site with symptom of redness. The physician used a round of antibiotics which cleared it up. The patient underwent an ipg explant procedure for prevention. The physician did not believe that it was device related.

Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.